Event description:
It was reported that the patient had a radical retropubic prostatectomy (rrp) for prostate cancer in 2000. He had a penile implant inserted but doesn't remember when. The patient stated that he is not using the implant anymore as he is single, but he couldn't use it if he wanted due to the pump is as hard as a rock. Patient education coordinator suggested him to visit (B)(6).